Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that medication on the station need to be synchronized. A technical support specialist (tss) confirmed that the issue was resolved by unloading and reloading the medication at the station, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, synchronization was required for machine ar2emgblu1, which contained a controlled substance that needed to be refilled. The on site cii safe reflected a par level of 44/22, which did not match the es server par level of 23/18. This discrepancy may have contributed to an overstuffed cubie and resulted in additional compounded narcotic waste. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.